Event description:
During ivtm therapy, the customer noticed the saline bag had depleted. The quattro catheter (lot #unknown) was suspected to have ruptured balloon. Catheter dwell time was around 24 hours. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the customer noticed the saline bag had depleted. The quattro catheter (lot #175600) was suspected to have ruptured balloon. Catheter dwell time was around 24 hours. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that "the saline bag had depleted and the quattro catheter (lot #175600) was suspected to have ruptured balloon was not confirmed during visual and functional testing of the returned catheter. No issues or discrepancies were found on the returned catheter. No device malfunction was observed during the testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. There was no physical damage observed on the catheter. Observed blood residues on the balloons and luered tubings. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, the returned catheter was connected to a known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak no damage was found during testing, the catheter performed as intended. During further functional testing, the returned catheter was connected to a known good suk and ran on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. The balloons were properly warming during the warming mode and cooling during the cooling mode. No leak no damage was found on the catheter, the catheter performed as intended. The suk red pinwheel and the pump roller was rotating as normal.